Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer¿s blood glucose level. Since the caller was not authorized to discuss the issue and did not have the pump, technical support advised the customer to call in for troubleshooting. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.